Event description:
It was reported that during a robot-assisted rectum procedure, when tried to bend the device to approach the rectum, a motor sound of the main body was heard, but it would not bend. A new device was replaced, and the surgery was completed without any problems. It used the same cartridge as the first time. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2025. D4: batch#: a97z2g. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples met the staple release criteria. After further analysis the articulation mechanism was noted to be non-functional and no movement occurs when any articulation or home button are pressed. The device was disassembled to verify the internal components and the shifter spring was noted to be damaged. The damage to the shifter spring is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed the log indicates that no suspect power cycles were noted. A manufacturing record evaluation was performed for the finished device batch number: a97z2g, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.